Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the pump was returned with a torn keypad. The ¿contrast¿ and "ok" keys responded normally while the ¿down¿ and "up" keys responded intermittently. Evidence of keypad contamination was located under all of the keypad buttons. The pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. The pump was returned with a torn audio bolus button. The bolus button had intermittent responses on button presses. The bolus button was removed and contamination was found under rubber cover. A visual inspection of the "battery compartment¿ revealed a crack from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.